Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced, resolving the discomfort.